Event description:
It was reported that there was an alert in the latitude remote monitoring system for out of range right ventricular (rv) lead impedance. Technical services (ts) reviewed device episode data of this implantable cardioverter defibrillator (ICD) system and found a stored non-sustained ventricular tachycardia (nsvt) episode with oversensing of noise on both the rv and shock channels as well as a signal artifact monitor (sam) episode with noise on the rv channel. The patient's ICD generator was explanted while both leads were surgically abandoned. It was discovered that the pace/sense portion of the rv lead had been fractured resulting in an abrupt pacing impedance measurement greater than 3000 ohms. It was also noted that the patient felt that the device was too bulky. There was no indication of a replacement at this time. No additional adverse patient effects were reported.